Event description:
It was reported that the device's power switch did not function and the device would not power on. There were no reports of pt use associated with this event.

Manufacturer narrative:
The customer confirmed that they have decided to take the device out of service, due to its poor condition. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.